Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the transmitter battery did not last the full 90 day life expectancy. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. Data investigation could not confirm the reported issue on 07/26/2017. A root cause could not be determined.